Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported patient underwent a procedure on an unknown date. After the surgery, it was noted by a nurse that the spike of the instrument had fractured/twisted. No fractured pieces fell into the patient.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that following a shoulder arthroplasty, it was noted by a nurse that the prong of the instrument had fractured/twisted. No fractured pieces fell into the patient.